Manufacturer narrative:
The evaluation began by running a clinical specificity protocol on three axsym instruments using in-house retained kits of reagent lot 19252m500 and evaluating a known negative in-house havab panel. All acceptance criteria were met, which indicates acceptable product performance. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The axsym havab 2.0 assay package insert contains information to address the current customer issue. The results of the current evaluation demonstrate that the axsym havab 2.0 assay, lot 19252m500 is performing as expected. A product malfunction was not identified.

Event description:
The customer reported false reactive results for one oncology patient tested with the (B)(6) 2.0 assay. On (B)(6) 2012, the initial sample taken from this patient generated a greyzone result (not provided). The sample was recentrifuged and retested in duplicate with one greyzone and one low reactive result. On (B)(6) 2012, a new sample was taken from this patient and generated a reactive result, which was reported from the lab. On (B)(6) 2012, a new sample was taken from this patient and generated non-reactive results three times. The customer then retested the sample from (B)(6) 2012 and generated a non-reactive result. There is no impact to patient care reported. The customer also retested samples from previous proficiency tests and obtained similar (passing) results. There have been no issues with any other patient samples. For the (B)(6).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).